Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the reload is engaged to the instrument. Pmv performed functional testing which included the instrument was successfully loaded with a sulu. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap cholecystectomy, after firing the tissue cut but the staple line was not sealed. There was a conversion to open procedure and sutured by hand. There was delay in surgical time by 30 minutes or more. Current patient status is fine. No other patient adverse events reported.